Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : it was reported that the drain got cracked. Complaint sample was received from the customer for evaluation. After opening the pack, one used sample of flat fluted drain was found. There was surgical tape and one thin thread tied on drain area. It cannot be determined that the drain was cracked during manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and received. Attempts to obtain the device however not received. If the further details are received at a later date a supplemental medwatch will be sent. How was the case completed? No further information is available. Was a new drain needed to correct the situation? No further information is available. If so, was the new drain placed surgically during a second procedure? No further information will be provided. What is the lot number? No further information is available. Was the damaged drain used in the patient? No further information is available. If yes, was leakage detected? Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status. We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2021 and a drain was used. On (B)(6), the patient was connected to the drain inserted during the surgery and returned to the room. Negative pressure was managed without problems after the surgery. On (B)(6), during the daytime, a lot of air was accumulated in the drain. Even if negative pressure was applied, it was released immediately, so when the drain was checked, there was a crack on the drain near the reservoir (about 11cm from the main body. The drain got cracked. Further details are not provided. There were no adverse patient consequences reported.